Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the sleeve was damaged and produced shavings into pt's cavity. The surgeon used graspers to remove pieces from the cavity. The hospital has reported no pt injury occurred.